Event description:
Sapphire epidural pump alarmed "digital occlusion". No visible occlusion was noted. All clamps were open. Patient was positioned on his side. Anesthesia was made aware of the issue and came to check the insertion. Pump alarm persisted. Medication was re-primed, and flowed freely when off the pump. The pump was exchanged for but distal occlusion alarm persisted. Anesthesia was contacted, and the epidural was discontinued. An alternative pain analgesia was ordered.